Event description:
It was reported the hemostasis valve did not function.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a follow up report will be submitted. Date report submitted to FDA by manufacturer: 09/27/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.